Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer mother reported via phone call that they experienced high blood glucose level was 449 mg/dl. Customer blood glucose was 238 mg/dl fasting and now it is 449 mg/dl. Customer stated blood glucose was 60's mg/dl before she got the pump. Customer declined troubleshoot for high blood level. The insulin pump will be returned for analysis.